Event description:
It was reported that the procedure was cancelled. The target lesion was location in the internal iliac artery. A 3mmx6cm interlock was selected for use. During the procedure, it was noted that the coil got stuck inside the middle part of catheter. The coil was removed together with the catheter and procedure was not completed. No patient complications were reported.

Manufacturer narrative:
Initial reporter address 1 : (B)(6).